Event description:
The customer stated that she was hospitalized for low blood glucose levels. Prior to the event, the customer was shopping when she felt her blood glucose levels dropping. The customer ate cookies, but later fainted. The customer stated that she reviewed the bolus history, and found a few boluses that she did not remember programming. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump also passed the displacement test. The customer did not feel comfortable with the insulin pump and asked for a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No delivery anomalies were noted.